Manufacturer narrative:
The customer experienced "di water reservoir not filling" and "vacuum and air pressure low" errors on the previous day. Bec field service engineer (fse) performed service on the instrument on (B)(6) 2011. The fse found fluid under valve bank on the hydro and cleaned spill from below valves. The fse removed and checked all valves and replaced tubing as needed. Leak was discovered around the wash concentrate reservoir fitting. The fse replaced fitting and teflon tape. The fse washed all cuvettes and monitored for leaks, but no leak was found. The fse observed "17 psi low" errors. The fse diagnosed problem as a cracked wash concentrate housing, and ordered a replacement wash concentrate reservoir. On (B)(4) 2011, the fse replaced the wash concentrate reservoir assembly and adjusted the 17 psi to 17.3. No further leaking or other problems were noted by the fse following the repair. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed underneath synchron lx20 pro clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.